Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003, patient underwent following procedure: removal of bone growth stimulator and screws from right sacroiliac joint fusion. Removal of loose carbon fibre cage implant of 18mm cage containing bmp, spinal fusion l5-s1 instrumentation and left iliac bone graft. Tangent plif gill decompression and placement of epidural catheter; for pre-op diagnosis of: retained spinal implants, right sacroiliac joint causing pain, spondylolisthesis grade 2 l5-s1. Perop notes: "..the carbon fibre cage was found to be quite prominent and was loose. E chipped some hypertrophic graft from the edge of the cage and that enable us to lift the cage out. The sidewalls were scrapped free of fibrous tissue and an 18mm "tyne" was then impacted enabling us to prepare track for 18mm cage containing bmp. This was accomplished and cage was countersunk. No complications were reported.." The patient reported post op persistent back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a l5-s 1 plif spinal fusion using rhbmp-2/acs. Reportedly, on (B)(6) 2004, the patient underwent a subcutaneous lipoma, and iliac crest osteotomy. Reportedly, on (B)(6) 2005 the patient underwent a removal of titanium cage from right sacroiliac joint and repair of arthrodesis with bmp. Reportedly, on (B)(6) 2007 the patient underwent a right hip piriformis release, and an excision of bony prominences from both iliac crests. It was reported that post-operatively the patient suffered unanticipated bone growth, radiculitis, pain, and emotional distress.